Event description:
Related manufacturer report number:1627487-2023-03210. Additional information was received indicating that the patient's leads were explanted on (B)(6) 2023 due to 1 lead having been kinked and the other lead having migrated. Both of the patient's leads were replaced and therapy was restored.

Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that the patients drg lead had impedances on every contact and the patient was experiencing ineffective relief. Surgery may take place at a later date to address the issue.

Manufacturer narrative:
A patients drg lead had impedances on every contact and the patient was experiencing ineffective relief was reported to abbott. No intervention is scheduled. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient weight. Further information was requested but not received.

Manufacturer narrative:
A patients drg lead had impedances on every contact and the patient was experiencing ineffective relief was reported to abbott. One lead had high impedance. The leads were both replaced due to one lead having kinked and knotted and the other lead had migrated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.